Manufacturer narrative:
The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. However, based on the service/repair evaluation the reported b30 error was corrected by replacing the damaged cable. The potential cause of the damaged cable is due to excessive force to the cable, e.g. Twisting. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately the OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The user facility has received a replacement via repair exchange program. This scope is the exchange and will not be returned. A review of the repair history for the device shows the device was last repaired on 14, december 2018 due to hole on the cabling unit and a damage coupler. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the high definition autoclavable camera head reportedly had an error and could not connect during an unspecified event. The camera head was returned for evaluation and upon inspection/testing, an image malfunction was found as an intermittent b30 scope communication error intermittently occurred due to a defective cable unit. No patient involvement or harm reported to olympus.